Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis showed multiple abrasion marks along the lead. In particular 56cm distal to the is-1 connector pin the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the lead's motion should be taken into consideration. Diagnostic images clarifying this assumption, were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 37 months, oversensing on the ventricular channel was reported. The lead was explanted.